Event description:
The centrifuge bowl leaked blood after processing approximately 300ml of whole blood. The cellex procedural kit expires in seven months. A fine splattering of blood was observed throughout the centrifuge chamber. The pt's lines were clamped and flushed. There was no blood contamination to the pt and there was minimal blood loss. Vital signs were done. Therakos, biomed, and bmt were contacted. The machine was reprimed with a new kit and the pt was treated without incident.